Manufacturer narrative:
Serial number not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the network was down, including the central station and telemetry system. The device was in use monitoring patients. No adverse event was reported.